Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during insertion of an implant, a suture on the delivery device broke. The implant was inserted successfully without delay. The device was discarded in a sharps container and was not retrieved. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.